Event description:
Customer stated, "she was talking on the phone with her husband, when she notice smell and then saw sparks and they combusted and burnt the cord and the couch." On further questioning about the duration of sparks, she stated that they were "very quick." Regarding the couch the customer stated that the sparks burnt a hole in the couch. The product has not been returned for investigation. The product was approx. 22 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. The customer did not claim any injury.